Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer was hospitalized on (B)(6)2017 with blood glucose of 43 mg/dl. Customer was hospitalized due to low blood glucose. Caller reported that drive support cap appeared normal. Troubleshooting could not continue as caller no longer had insulin pump as issue occurred 10 years prior to call.